Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis revealed that the tied observation of elevated battery measurements outside normal ranges was confirmed. During the process of opening the can the device experienced a system reset and all battery measurements returned to normal and could not be re-introduced. Root cause of field observations was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check showed the implantable cardioverter defibrillator (ICD) battery voltage was higher than the check two months prior. The ICD remains in use; however, a device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation relating to battery voltage measurements. If information is provided in the future, a supplemental report will be issued.